Event description:
During verification testing at the service center leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
During verification testing leakage from the disposable batteries was noted in the battery compartment of the device. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.